Event description:
The surgeon reported that during the cataract surgery the handpiece stopped working, the surgeon noticed when he was inserting the iol the posterior capsule was dislocated from its natural position due to weak zonules. The surgeon stated the phaco handpiece was defective and may have contributed to the patient event. Additional information received stated a second surgery was needed to perform an anterior vitrectomy due to a posterior capsule tear. The anterior vitrectomy was completed and the iol was repositioned. The patient's condition is good.

Manufacturer narrative:
No sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.